Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the analog board. The analog board will be replaced to resove the report. The analog board was scrapped after testing. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.